Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: pentaray nav eco catheter (model# d-1282-08-s lot#17231766l), ultrasound catheter (model# 10439072 lot# g4002425), carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), st jude medical duodeca catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis and a drain. It was reported that after two transseptal punctures, three ablations on two different spots and difficulty of coronary sinus (cs) catheter manipulation the patient's blood pressure dropped. An effusion was noted by ultrasound and protamine was immediately given. A pericardiocentesis was performed and drain placement was done in which over 720cc of fluid was drained. Additional information was received on the event. Heparin was given to the patient at the beginning of the case with a drip start. The anticoagulation was maintained at 300-400s. The transseptal punctures were performed with a st. Jude medical brk1 needle. The total ablation time for the case was six minutes in three different locations. The last ablation cycle prior to injury was approximately one minute. The patient did not require hospitalization. The drain was later removed and the patient fully recovered. Settings during the event include: power settings 40 watts / temperature cut-off 43 degrees celsius / irrigation flow setting 30 ml/min / st jude medical sl1 8.5 f sheath used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. The physician&#62688;opinion regarding the cause of this adverse event is that this is procedure related as the physician states he had difficulty in inserting and threading the cs catheter. The cs catheter used during this procedure was a st. Just medical duodeca catheter. Even though the physician believes the injury happened due to non biosense webster (bwi) cs catheter manipulation, in taking a conservative approach this complaint is being reported because some ablations were done with bwi catheters prior to injury and bwi catheters were inside the patient&#62688;body at the time of injury.